Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of noise and non-sustained oversensing on the right ventricular channel. A lead replacement procedure is anticipated. The patient was stable.